Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed moisture corrosion on the motor flex connecter, a dim display, and a torn and unresponsive audio bolus button. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: multiple alarms observed in the black box on reported date of (B)(4) 2013. .time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated..the pump was opened for further investigation, moisture corrosion was observed on the motor flex connector. Pump returned with audio bolus button torn. Bolus button has intermittent respond on button presses. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.